Event description:
A greenfield filter was implanted on (B)(6) 1996. On (B)(6) 2017 it was noted there was a perforation. The filter was noted to be embedded and tilted. The device was completely removed on (B)(6) 2018. No further patient complications were reported. It was further reported that the patient was involved in a motor vehicle accident back in 1996 which resulted in fractures of the pelvis and both legs and the patient spent a prolonged period in bed. The patient developed a dvt and the ivc filter was placed at that time for pulmonary embolism prophylaxis. On (B)(6) 2017, a CT of the abdomen without contrast revealed the ivc filter was present within the inferior vena cava at the l2/3 level. The superior aspect of the ivc filter was tilted slightly to the right of midline. Multiple prongs of the filter extended beyond the inferior vena cava wall superiorly, medially and inferiorly. One of the medial prongs abuts the abdominal aorta. On (B)(6) 2018, the patient was seen in the emergency department and diagnosed with chest pain, diarrhea, chills and a migrating ivc filter. On (B)(6) 2018, the filter was successfully removed with endobronchial forceps with no evidence of caval injury post retrieval. The patient tolerated the procedure well without incident or complication and returned to the pacu in stable condition.

Event description:
A greenfield filter was implanted on (B)(6) 1996. On (B)(6) 2017 it was noted there was a perforation. The filter was noted to be embedded and tilted. The device was completely removed on (B)(6) 2018. No further patient complications were reported.